Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty charging the pump with multiple usb cables and wall adapters that were able to successfully charge separate electronic devices. Reportedly, the customer was able to charge the pump with a non-tandem cable and adapter. Customers blood glucose was in the 200s mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.